Event description:
Related manufacturing reference: 3005334138-2024-00358. During a ventricular tachycardia procedure, a cardiac tamponade occurred and the patient expired. While performing the transseptal approach, the patient's blood pressure dropped from 110 to 40. An echocardiogram was done which identified a cardiac tamponade. A pericardiocentesis and transfusion were performed, a total of 1.5l was drained. During the pericardiocentesis, the patient went into cardiac arrest. Cardiac massage was done but was unsuccessful and the patient deceased. The physician believed that the aorta was perforated by the sheath and dilator during the transseptal approach.

Event description:
This report includes updated device problem code.

Manufacturer narrative:
Corrected data: b5, h2, h6. Additional information: d9, g3, h2, h3, h6. An event of cardiac tamponade and death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.